Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-06294. It was reported the pt was no longer receiving adequate coverage. It was also reported the pt was experiencing rib stimulation. X-rays were taken and the lead was assumed to have migrated. During surgical intervention, lead migration was not observed. The lead was found to be disconnected from the ipg. One of the lead electrodes had broken off the lead and remained in the ipg header. As a result, the lead and ipg were explanted and replaced. The scs system was activated post-op.

Manufacturer narrative:
Results - as returned, the terminal and electrode was missing from the tail of the lead for channels 1-8. The electrode for channel 1 was found lodged in the lower port of the ipg header. As the lead was fractured inside the header, the unsecured lead became mobile, allowing it to be pulled out. As a result, the complaint of lead pull out was confirmed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.